Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the patient was sleeping when she woke up and felt dizzy and sweaty. The patient¿s cgm was not providing any cgm values, but the patient could not recall the specific error message displayed on her device. The patient¿s bg meter reading was 43 mg/dl. The patient was also wearing an omnipod insulin pump. The patient¿s husband treated the patient with a ¿sugar shot¿ (glucagon) and juice. After 15 minutes, the patient¿s bg meter reading increased to 70 mg/dl and the patient felt better. The patient also replaced her sensor. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.